Event description:
Follow up revealed the patient receives effective stimulation and the issue was resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the system as recommended. The system reported a communication error indicating the ipg was inoperable. The ipg was explanted and replaced.